Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm. There was no patient involvement.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit has overheating issues. A getinge field service engineer (fse) dispatched to investigate the issue and on initial inspection, fse verified alarm: system overtemp. Unit also had a reservoir vacuum ID 3 error in the fault logs. He removed the compressor and found it was pretty gunked up and full of a yellow sticky substance. Fse replaced the compressor d119-00-0236 compressor, scroll and d206-00-0734 temperature sensor, threaded probe and the alarms went away. He performed a regulator adjustment and calibration of unit. Fse completed a full system checkout, unit passed all testing and was cleared for clinical use. Additional information extracted from complaint (B)(4) (B)(6), ICU rn, called for assistance with a system over temperature alarm as well as an error code 3 alarm on a cardiosave during use. No patient harm or injury was reported. He suggested that she switch out the console as soon as possible which she did with my assistance. (B)(6)tagged the affected pump for biomed and provided complaint information. Notified: (B)(6) via email.patient involvement, no patient harm or injury was reported issue found during use. No parts returning parts retained by customer.